Event description:
"The core lab sent notification of a significant finding for subject (B)(6) on (B)(6) 2024 regarding a >5mm increase sac enlargement for 3-year CT imaging dated on (B)(6) 2024 as compared to the 30-day imaging. Update 20aug2024: the CT dated on (B)(6) 2024 measured max diameter at 71mm with lumbar endoleak on delayed phase, likely being fed by both right and left sides. As compared to the 30-day CT dated on (B)(6) 2021 with max diameter of 61mm, therefore also reflecting a >5mm increase (10mm increase total). The investigator assessment also coincides similarly between both follow-ups. The 3-year follow-up on (B)(6) 2024 noted that the increase is likely due to type ii endoleak. On (B)(6) 2024, the subject underwent re-intervention with coil embolization of the right l4 lumbar artery (three coils), right lumbar collaterals (two coils), iliosacral (left) artery (two coils), and left lumbar collaterals (one coil)." Patient outcome: "update 20aug2024: the subject was discharged same-day."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00216, device 2 is being reported under MDR-2247858-2024-00117, device 3 is being reported under and device 4 is being reported under MDR-2247858-2024-00119. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.